Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and fallopian tube perforation ("perforation (fallopian tube(s), a coiled metallic structure is present in the right corum and extending through the surrounding myometrium and into the right fallopian tube") in a 38-year-old female patient who had essure (batch no. 975384) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)". The patient's concurrent conditions included pid pelvic inflammatory disease. Concomitant products included bupropion and paroxetine (paroxetin) for depression, ibuprofen for pain nos as well as ciprofloxacin (cipro). On (B)(6) 2012, the patient had essure inserted. In (B)(6) , the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2012, 3 days after insertion of essure, the patient experienced abdominal pain lower ("cramping"), nausea ("nausea") and fatigue ("fatigue,"). In (B)(6) 2013, the patient experienced dysgeusia ("metal taste in mouth"), feeling abnormal ("brain fog"), cystitis ("recurrent cystitis"), urinary incontinence ("bladder or urinary problems or changes : urine incontinence"), thrombolysis ("blood clots"), weight increased ("weight gain") and dysuria ("bladder or urinary problems or changes : dysuria"). In (B)(6) 2013, the patient underwent dysgeusia ("metal taste in mouth"), feeling abnormal ("brain fog"), cystitis ("recurrent cystitis"), urinary incontinence ("bladder or urinary problems or changes : urine incontinence"), thrombolysis ("blood clots"), weight increased ("weight gain") and dysuria ("bladder or urinary problems or changes : dysuria"). On (B)(6) 2013, the patient experienced dry eye ("vision problems : dryness"), alopecia ("hair loss"), headache ("headaches"), urinary tract infection ("urinary tract infection"), fungal infection ("antibiotic induced yeast infection"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("headaches associated with anxiety") and uterine pain ("uterine pain"). On (B)(6) 2013, the patient experienced ovarian cyst ("right ovarian cyst"). On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("pelvic pressure"), menstruation irregular ("irregular menstruation"), menorrhagia ("heavy menstrual bleeding/blood clots, menorrhagia"), abdominal pain ("severe stabbing abdominal pain"), procedural pain ("painful post-operative recovery, may cause cramping, excruciating pain during insertion which did not subside."), hyperhidrosis ("sweating"), hot flush ("hot flashes"), depression ("depression"), pelvic congestion ("pelvic congestion syndrome secondary to an incompetent right ovarian vein and right pelvic varices"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and arthralgia ("hip pain"). The patient was treated with surgery (total laparoscopic hysterectomy with right salpingo-oophorectomy and partial left salpingectomy done) and surgery (total laparoscopic hysterectomy with right salpingo-oophorectomy and partial left salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dry eye, abdominal pain lower, menorrhagia, headache, vaginal haemorrhage and arthralgia had resolved, the fallopian tube perforation, hyperhidrosis, hot flush, urinary tract infection, fungal infection, cystitis, depression, urinary incontinence, migraine, ovarian cyst, pelvic congestion, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, thrombolysis, fatigue, weight increased, dysuria, anxiety and uterine pain outcome was unknown and the pelvic discomfort, alopecia, dysgeusia, menstruation irregular, feeling abnormal, abdominal pain and procedural pain was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, cystitis, depression, dry eye, dysgeusia, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, fatigue, feeling abnormal, fungal infection, headache, hot flush, hyperhidrosis, menorrhagia, menstruation irregular, migraine, nausea, ovarian cyst, pelvic congestion, pelvic discomfort, pelvic pain, procedural pain, thrombolysis, urinary incontinence, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient sought medical attention for her symptoms. Following the removal surgery, she suffered a painful post-operative recovery. Since having the surgery, her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: couldn't determine full occlusion of fallopian tube. On (B)(6) 2012 : hysterosalpingogram : impression: unsatisfactory occlusion of essure devices with bilateral free intraperitoneal spill greater on the right. Less likely venous intravasation. Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet received and medical records received : follow up 1 and 2 processed together.: the product, patient and reporter information updated. The events hormonal changes describe: sweating, hot flashes, hysterectomy (full), abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: urinary tract infection and antibiotic induced yeast infection. Recurrent cystitis, psychological or psychiatric problems condition: depression, bladder or urinary problems or changes, migraines / headaches, reproductive system disorder or condition type of disorder or condition: right ovarian cyst. Pelvic congestion syndrome secondary to an incompetent right ovarian vein and right pelvic varices, salpingectomy (bilateral removal of fallopian tubes), nausea, dysmenorrhea (cramping), surgery (other) type of surgery: diagnostic laparoscopic with uterine and peritoneal biopsy and a right ilioinguinal/ iliohypogastric nerve block. Venacavogram, on 2-mar-2018: medical records received : follow up 1 and 2 processed together. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), visual impairment ("vision problems"), abdominal pain lower ("cramping"), pelvic discomfort ("pelvic pressure"), alopecia ("hair loss"), dysgeusia ("metal taste in mouth"), menstruation irregular ("irregular menstruation"), menorrhagia ("heavy menstrual bleeding/blood clots"), headache ("headaches"), feeling abnormal ("brain fog"), abdominal pain ("severe stabbing abdominal pain") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (total laparoscopic hysterectomy with right salpingo-oophorectomy and partial left salpingectomy done). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, visual impairment, abdominal pain lower, pelvic discomfort, alopecia, dysgeusia, menstruation irregular, menorrhagia, headache, feeling abnormal, abdominal pain and procedural pain was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysgeusia, feeling abnormal, headache, menorrhagia, menstruation irregular, pelvic discomfort, pelvic pain, procedural pain and visual impairment to be related to essure. The reporter commented: patient sought medical attention for her symptoms. Following the removal surgery, she suffered a painful post-operative recovery. Since having the surgery, her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: couldn't determine full occlusion of fallopian tube incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), fallopian tube perforation ("perforation (fallopian tube(s), a coiled metallic structure is present in the right corum and extending through the surrounding myometrium and into the right fallopian tube") and genital haemorrhage ("blood clots") in a 38-year-old female patient who had essure (batch no. 975384) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)". The patient's concurrent conditions included pid pelvic inflammatory disease. Concomitant products included bupropion and paroxetine (paroxetin) for depression, ibuprofen for pain nos as well as alprazolam from 2012 to 2013, ciprofloxacin (cipro), fluoxetine from 2012 to 2013 and trazodone. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 3 days after insertion of essure, the patient experienced abdominal pain lower ("cramping"), nausea ("nausea") and fatigue ("fatigue,"). In (B)(6) 2013, the patient experienced dysgeusia ("metal taste in mouth"), feeling abnormal ("brain fog"), cystitis ("recurrent cystitis"), urinary incontinence ("bladder or urinary problems or changes : urine incontinence"), genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain") and dysuria ("bladder or urinary problems or changes : dysuria"). On (B)(6) 2013, the patient experienced dry eye ("vision problems : dryness"), alopecia ("hair loss"), headache ("headaches"), urinary tract infection ("urinary tract infection"), fungal infection ("antibiotic induced yeast infection"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("headaches associated with anxiety") and uterine pain ("uterine pain"). On (B)(6) 2013, the patient experienced ovarian cyst ("right ovarian cyst"). On 7-nov-2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("pelvic pressure"), menstruation irregular ("irregular menstruation"), menorrhagia ("heavy menstrual bleeding/blood clots, menorrhagia"), abdominal pain ("severe stabbing abdominal pain"), procedural pain ("painful post-operative recovery, may cause cramping, excruciating pain during insertion which did not subside."), hyperhidrosis ("sweating"), hot flush ("hot flashes"), depression ("depression"), pelvic congestion ("pelvic congestion syndrome secondary to an incompetent right ovarian vein and right pelvic varices"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and arthralgia ("hip pain"). The patient was treated with surgery (total laparoscopic hysterectomy with right salpingo-oophorectomy and partial left salpingectomy done) and surgery (total laparoscopic hysterectomy with right salpingo-oophorectomy and partial left salpingectomy). Essure was removed on 7-nov-2013. At the time of the report, the pelvic pain, dry eye, abdominal pain lower, menorrhagia, headache, vaginal haemorrhage and arthralgia had resolved, the fallopian tube perforation, hyperhidrosis, hot flush, urinary tract infection, fungal infection, cystitis, depression, urinary incontinence, migraine, ovarian cyst, pelvic congestion, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, genital haemorrhage, fatigue, weight increased, dysuria, anxiety and uterine pain outcome was unknown and the pelvic discomfort, alopecia, dysgeusia, menstruation irregular, feeling abnormal, abdominal pain and procedural pain was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, cystitis, depression, dry eye, dysgeusia, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, fatigue, feeling abnormal, fungal infection, genital haemorrhage, headache, hot flush, hyperhidrosis, menorrhagia, menstruation irregular, migraine, nausea, ovarian cyst, pelvic congestion, pelvic discomfort, pelvic pain, procedural pain, urinary incontinence, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient sought medical attention for her symptoms. Following the removal surgery, she suffered a painful post-operative recovery. Since having the surgery, her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: couldn't determine full occlusion of fallopiantube on (B)(6) 2012 : hysterosalpingogram : impression: unsatisfactory occlusion of essure devices with bilateral free intraperitoneal spill greater on the right. Less likely venous intravasation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.